Event description:
The customer observed a clear leak which occurred underneath the manual aspiration probe and blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument and spilled onto the counter. The leak was approximately five milliliters in volume. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for review.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) confirmed a diluent leak under the bsv. He found a bad seal on the needle which was causing the leak. He replaced the needle and flushed the vacuum and the rinse lines for the vls (vent line sensor) system of the needle. The fse also found a pressure leak in the pneumatic supply and replaced the reducer fitting on top of compressor. The instrument was returned into service after completion of verified repairs. The failure mode for this event was a bad seal on the needle. (B)(4).